Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 270mg/dl at the time of incident and treating with manual injection. Customer reported that every time he goes to give himself a bolus and he gets a lot of no delivery alarm. Customer has changed set and insulin 3 times then gets no delivery again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.